Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display is scratched and that a no delivery alarm was received. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Troubleshooting found that there may have been an occlusion which led to the no delivery alarm and was resolved by a complete set change.